Manufacturer narrative:
Device return expected, but not yet received. A follow-up will be submitted once the device is received and the quality investigation is complete.

Event description:
It was reported that the core impaction drill was heating up during the course of a procedure at the user facility. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully.

Manufacturer narrative:
During failure analysis, the reported event of heat was duplicated and the driveshaft bearings were damaged. The device can exhibit symptoms of heat if the driveshaft bearings are damaged. Therefore, it is likely the reported event was caused by the damaged driveshaft bearings.

Event description:
It was reported that the core impaction drill was heating up during the course of a procedure at the user facility. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully.